Manufacturer narrative:
The information received by smith and nephew has identified that this event should be re-evaluated for MDR reporting and it was determined that brainlab is the legal manufacturer of the complaint device. Therefore, this event will be routed to brainlab for further review and event reportability. If further details are provided confirming the occurrence of a reportable event involving a smith and nephew device, our files will be updated accordingly and a further report will be submitted outlining both the event details and our investigations performed.

Event description:
It was reported that, during a cori assisted tha surgery, the surgeon planned for appropriate cup placement around 40 inclination and 20 anteversion. After impacting cup, cori then showed 26 inclination and 32 anteversion, as if the numbers had flipped. An x-ray was taken intraoperatively and the surgeon did not agree with the numbers provided by cori. It was confirmed that the tracking arrays did not move by assessing asis and cor points using the point probe. The cup axis was checked and resulted in worse numbers (18 inclination and 35 anteversion). Again, almost as if the numbers had switched. At the end of the case, ll and offset were assessed. The surgeon needed to add extra length and increased +3. The ll and offset were checked and the change was confirmed. The surgery was completed, after a non-significant delay, with the same reported device. No injuries were reported.

Manufacturer narrative:
Internal reference: (B)(4).